Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional attempts to obtain further information on this issue have been unsuccessful. Our current records indicate that the products remain implanted.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy while playing golf. Interrogation of the s-ICD revealed that shock therapy was delivered until it was exhausted in the recorded episode. The physicians at the hospital are not sure if the shock therapy was appropriate or if the arrhythmia that the patient experienced was supraventricular tachycardia (svt) that degenerated into ventricular tachycardia (vt). A memory download was performed and sent to boston scientific technical services (ts) for review. In addition, it was noted that the patient does have a cardiac resynchronization therapy defibrillator (crt-d) system implanted but shock therapy has been deactivated so that it is providing pacing only. It was reported that the patient experienced adverse effects; however, the specific details were not provided.

Manufacturer narrative:
At this time, the s-ICD and crt-d systems remain implanted and in service. No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
The ts consultant reviewed the data and discussed the episodes. The first treated episode showed a fast svt that accelerated into a vt at 235 bpm. The delivered shock converted the vt successfully with a normal shock impedance measurement of 68 ohms. The second treated episode was recorded one minute later due to an svt that accelerated into a vt. The device delivered five shocks as a result. After the last shock, the underlying rate remained at 240 bpm but all beats were classified as sensed. The shock impedance measurement for the final shock was again in normal range at 72 ohms. A memory download was also performed from the concomitant crt-d that was implanted for pacing purposes only; shock therapy had been deactivated. The crt-d showed an atrial tachy response (atr) episode recorded at the same time as the treated episodes in the s-ICD. The episode showed that a vt originated in the left ventricle. The atrial rate then accelerated after shock delivery which triggered the atr episode. It was summarized that the vt events were adequately detected and treated by the s-ICD; however, acceleration of the underlying heart rate of svt resulted in multiple shocks being delivered. In addition, the ts consultant also noted in the atr episode recorded by the crt-d that there was noise on the atrial channel at a frequency of 20 hz. It was confirmed that the respiratory rate trend is currently active in the crt-d. The ts consultant discussed that this noise is due to the right atrial (ra) lead oversensing the respiratory rate trend signal, indicating a potential integrity issue on this lead. Additional troubleshooting and testing was discussed.